Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacture will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized in 2009, due to an incident of hyperglycemia. The reporter states that day became ill, and her blood glucose was >400 mg/dl per her meter. She was brought to the hospital and diagnosed in diabetic ketoacidosis. Upon admission, her blood glucose was 417 mg/dl. She was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.